Event description:
It was reported the patient underwent initial shoulder arthroplasty procedures on (B)(6) 2004 and (B)(6) 2004. It is unknown which side was implanted on which date. Subsequently the patient's left shoulder was revised on (B)(6) 2015 due to loosening of the glenoid. The modular head was replaced and the glenoid was removed. The patient did not have enough bone in the glenoid, so a graft was implanted and the shoulder was converted to a hemi-shoulder.

Manufacturer narrative:
The patient underwent shoulder arthroplasty procedures on (B)(6) 2004. It is not known which initial procedure was for the left shoulder that was revised on (B)(6) 2015. The following sections could not be completed due to the part/lot information could be: catalog number - 113851; lot number - 446490; expiration date - jun 30, 2008; date implanted - (B)(6) 2004; manufacture date ¿ jun 16, 2003. Or the part/lot information could be: catalog number - 113851; lot number - 609060; expiration date - jan 31, 2008; date implanted - (B)(6) 2004; manufacture date ¿ feb 3, 2003. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records for both lots showed that the lots released with no recorded anomalies or deviations. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, misalignment, bone resorption, excessive activity."